Manufacturer narrative:
No device history records review was conducted since there was no reported lot # and a shipping history lot review was not performed since the item # is unknown. The september 2018 angiodynamics complaint report was reviewed for the exodus drainage catheter product family and the failure mode "hub cracked. " no adverse trend was identified. As no sample was returned, a device evaluation was not possible and the root cause of the reported damage was unable to be determined. Potential causes of hub cracking include: cross threading of the mating luer as the device is attached, over-tightening during initial installation resulting in an immediate crack, over-tightening during installation resulting in a longer term stress crack due to an oversize mating luer taper, and environmental stress cracks driven by a chemical that the catheter has been exposed to during installation or use. ((B)(4)).

Event description:
The end user hospital is reporting that over the last month, they have ahd 3 exodus drainage catheters with cracked hubs, necessitating removal/replacement. The hospital does not have the part numbers or lot numbers of the catheters, nor do they have details of the events (placement dates, removal dates, etc.). The catheters were not retained, thus will not be returned for evaluation.